Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the ptfe pad partially separated. There was a contact mark of the probe and jaw. When the probe check function was performed, no abnormality was observed. The manufacturing history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated, the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicated that the probe and grasping section were in contact with each were made. Due to the contact during activating output, some error displayed and the output stopped. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a procedure, the probe damage error displayed and the ptfe pad of the subject device was loose and extremely worn. The device was replaced with a similar device and the procedure was completed. There was no pt harm reported.